Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient was revised due to infection twenty two days after implantation.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: nexgen straight stem ext 14mm dia x 200mm,(155mm) catalog#: 00598801114 lot#: 63315405, nexgen precoat stemmed tibial plate, sz 5 catalog#: 00598004701 lot#: 63650265, nexgen tibial augment block, 10mm, size 5 catalog#: 00598800527 lot#: 61487780, nexgen tibial augment block, 5mm, size 5 catalog#: 00598800526 lot#: 63577275, nexgen lcck femoral, size g-lt catalog#: 00599401791 lot#: 63469462, nexgen precoat agmt block posterior size g, 5mm catalog#: 00599003701 lot#: 63438144, nexgen precoat agmt block posterior size g, 5mm catalog#: 00599003701 lot#: 63444512, nexgen distal precoat agmt block, size g, 10mm catalog#: 00599003720 lot#: 62144787, nexgen distal precoat agmt block, size g, 5mm catalog#: 00599003710 lot#: 62545085, nexgen offset stem ext 17mm dia x 145mm,(100mm) catalog#: 00598802017 lot#: 61634047, palacos r+g 2x40 catalog#: 66017747 lot#: 85954607, palacos r+g 1x60 catalog#: 66017772 lot#: 86510013, palacos r+g 1x60 catalog#: 66017772 lot#: 86730015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a left total knee revision 22 days after implantation, due to infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a left total knee revision 22 days after implantation, due to infection. During the surgery, the articular surface(as) was removed. The locking screw for the as was broken upon removal, and the thread part was unable to be removed and retained in patient body. New as was implanted without locking screw. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.